Event description:
Lap chole - "clip applier was removed from packaging carefully without the jaws/trigger touched. Clip applier was then inserted down a 5mm fixation trocar ((B)(4)). Clips would not load in situ on first 3 attempts. On fourth attempt, 3 clips fell out of the end of the clip applier. Clip applier was then closing clip tips with minimal pressure applied to trigger for 3 more clips. Clip applier then worked." "Clips that were loose in situ were removed."

Manufacturer narrative:
Re has just received the incident device and has been assigned engineering for eval. A f/u report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, it we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.